Event description:
Pt rec'd an overinfusion of insulin and was given d50. Investigation showed that the cause of the overinfusion was a user programming error. The user set up the infusion in the drug calc mode and chose the time units as minutes. Initially the infusion was set at a rate of 2ml/hr (dosage of 0.03 units/min). Later, the user changed the dosage to 3 (units/min) which changed the rate of 180ml/hr. This rate infused approximately 169 mls of insulin before the channel was turned off.

Manufacturer narrative:
Pt information requested and all available info is included in sections a and b.